Manufacturer narrative:
Title: clinical and oncological outcomes of the low ligation of the inferior mesenteric artery with robotic surgery in patients with rectal cancer following neoadjuvant chemoradiotherapy. Source: turk j med sci (2021) 51: 111-123 published online: 10.08.2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed january 2014 and january 2018, a retrospective study analyzed postoperative complications of 77 patients with rectal cancer who underwent robotic surgery with the high ligation and low ligation of the inferior mesenteric artery. There were 38 patients in the low ligation group and 39 in the high ligation group. A circular stapler was used for end-to-end colorectal anastomosis. Postoperative complications included: anastomosis leak, anastomotic stricture, rectovaginal fistula, surgical site infection, and postoperative bleeding. Anastomotic stricture was treated with colonoscopic balloon dilatation, digital dilatation, and surgical intervention (resulting in 3 patients with colostomy). Rectovaginal fistulas required surgical intervention. Anastomosis leakage required surgical intervention for suturing or colostomy.